Event description:
It was reported that patient had a unilateral stimulation unit in 2007/2008, but something happened to the lead. It was indicated that in (B)(6) 2012 she had gall bladder surgery and her bladder never woke up. She ended up catheterizing herself for 6-8 weeks before getting implant replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient stated that in (B)(6) 2012 the implantable neurostimulator (ins) was working, but one of the leads was broken.